Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip separated from the delivery system but remained on the gripper line and was difficult to remove into the guide catheter and from the anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The septum was noted to be thick. The clip delivery system (cds) was advanced to the left atrium; however, when the delivery catheter (dc) handle was advanced, the cds unexpectedly moved superior. Due to a tall and thin atrium, a lot of tension was placed on the device for positioning. After approximately 45 minutes, the lateral side of the atrium was cleared. The clip was attempted to be opened, but failed, and there was no tension in the arm positioner. Troubleshooting attempts were performed and the devices were returned to neutral, but the clip did not open. The cds was retracted into the steerable guiding catheter (sgc) without resistance; however, the clip separated but remained on the gripper lines. The gripper and lock lines were flossed in an attempt to retract the clip; however, one clip arm stuck on the sgc tip. The sgc and cds were removed to the groin, and a cut down procedure was performed to remove the clip. A new sgc and cds were used successfully. One clip was implanted, reducing the mr to 2-3. After the procedure, the clip was removed from the tip of the sgc, and the soft tip of the sgc was observed to be torn. The patient was stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system was returned and the reported detachment of the device component and mechanical issue with the arm positioner were confirmed to be due to a fractured coupler. The reported difficulty positioning the device could not be confirmed via returned device analysis. In addition, due to the condition of the returned device, the reported clip actuation issue and difficulty removing the device due to the clip becoming caught on the guide could not be replicated in a testing environment, as the clip was not returned. In conclusion, the reported difficulty positioning the device and clip actuation issue, in addition to the observed fractured coupler, appear to be related to challenging patient morphology/pathology. The reported detachment of device component, mechanical issue with the arm positioner, and clip becoming caught on the guide tip were determined to be secondary effects to the identified fractured coupler. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.